Event description:
It was reported that the patient is undergoing a surgical intervention to explant the system. The reason for the explant is unknown.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.